Event description:
It was reported that during a hemorrhoidectomy, the device fired and created malformed staples causing the tissue to hemorrhage. Another like device was used to complete the case with no pt consequence.